Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib fault 80" and "defib fault 108" messages. Complainant indicated that there was no patient involvement in the reported malfunction.